Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was first filled with 50ml (milliliter) of sodium chloride, then second fill of fortum, and third fill of 50ml of sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A batch review was performed. The lot met the acceptance criteria for release.